Event description:
A malfunction alarm was reported, identified by the customer as malf 0, with a fault ID available. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.